Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, the hospital staff noted the box and tyvek labels were marked as nc ranger 3.5, lot number 1375276 and the product was marked as a bandit 20/3.0, lot 1354449. A dissection occurred and was repaired with another balloon and the patient was transferred to recovery. The following day, the patient was returned to the cath lab and subsequently expired.